Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was being checked. Sales representative requested support to review several events. Patient received multiple therapies. Patient received anti-tachycardia pacing (atp) and a total of 12 shocks, during two events, exhausting therapy in both events. Also had multiple atrial tachy response (atr) events at the same time. Events with therapy were atrial -driven, with atrial flutter and atrial fibrillation (af), and fast rapid ventricular response (rvr). No suggestions for reprogramming. To be managed medically. Remains in service. No additional adverse patient effects were reported.